Manufacturer narrative:
(B)(4).

Event description:
The pt experienced the sensation of where he could not "control the movement" on his right side and worsening unspecified speech issues following a fall 2 weeks ago. He turned the neurostimulator(s) off multiple times per day which seemed to help. Additional info was requested. See MFR's report # 3004209178201100070.